Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was 454 mg/dl when she woke up. The customer received the insulin pump the day before. She noticed the tubing had some discoloration. She treated her blood glucose with the insulin pump. The customer declined further troubleshooting. The device was not retuned.